Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a trans carotid artery revascularization (tcar) procedure, the guidewire caused a dissection in the ica. An unplanned additional stent was placed to address the dissection.

Event description:
It was reported that during a trans carotid artery revascularization (tcar) procedure, the guidewire caused a dissection in the ica. An unplanned additional stent was placed to address the dissection.

Manufacturer narrative:
Complaint investigation is completed.